Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 5 months after the dental implant and abutment were placed in ada site 15 in type I bone, the implant had not yet achieved osseointegration. A bone graft was placed. Clinician reports discomfort which went away after the implant's removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate load and immediate implant were performed.

Event description:
The clinician reports that 5 months after the dental implant and abutment were placed in ada site 15 in type I bone, the implant had not yet achieved osseointegration. A bone graft was placed. Clinician reports discomfort which went away after the implant's removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).